Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump ran for 90 minutes without issues. The inflow/outflow user interface buttons were pressed to recreate the reported failure. The reported failure could not be reproduced. A clamp test was performed as a safety check to ensure the sensor system works appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A cause of the loud motor can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2015. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-6480 pump screen was defective. This was discovered during a procedure with no patient harm.